Manufacturer narrative:
The event of inoperable ipg was reported to abbott. Ipg was replaced due to a fried ipg during the case while on surgery mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient's scs ipg became inoperable during a procedure to add a second lead to expand coverage to a new pain map. The rep attempted to recover the device, but was unsuccessful. In turn, the physician decided to explant and replace the device to address the issue.